Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: the complaint gauge is 24g,assembly at auto line 2 in nov. 2020,packaging at cfs packing machine in nov. 2020, lot quantity is (B)(4). Reviewed the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality found. Reviewed the production records and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities discovered. No defective picture and sample were returned. The air leakage state of indwelling needle package cannot be confirmed. The plant has 100% inspection for single package before the single package is loaded into the middle box. If the single package is damaged and air leakage, it will be observed and removed. During the storage and transportation of products, if the products are squeezed by external forces, the single package may be damaged and cause air leakage. The same batch of retained samples was observed. No abnormality was found on the packaging. No similar complaint was received from the complaint lot. No defective sample returned and no abnormal found on (B)(4) process. The root cause of the air leakage in the indwelling needle package could not be confirmed .the plant will keep monitoring on this sort of failure.

Event description:
It was reported that the bd intima-ii" closed IV catheter system experienced damaged unit packaging where sterility is breached. The following information was provided by the initial reporter: at 09:00 on (B)(6) 2021, when preparing to puncture the indwelling needle for the patient, the responsible nurse checked the outer package of the indwelling needle and found that air was leaking.